Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and diarrhea. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as peritonitis onset, the patient was treated with injection amikacin (500mg, once daily, intraperitoneal, ongoing) and injection imipenem (2gm, once daily, intraperitoneal, ongoing) for peritonitis. Twelve days after event onset, the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.